Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head presents an image with systematic interferences. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d4, d8, d9, h2, h3, h4, h6, h10, h11. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler unit is deteriorated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure; damage on cable unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head presents an image with systematic interferences. There were no reports of patient harm.